Event description:
It was reported that when the device was powered on just before use on a patient, check vent: over voltage protection (ovp) circuit failed alarm occurred. After that, 12v supply failed also occurred and then the power shut down. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup and the device was switched out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A message said there was no alarm that could be silenced, so that the alarms failed to be silenced. The following alarms occurred in the repair center and occurrence record of these alarms was also confirmed in the event log: vent inoperative error: 12v supply failed (diagnostic code 1001); check vent: 12v supply failed (diagnostic code 1119) and check vent: ovp circuit failed (diagnostic code 1127). Confirmed that continues tone alarm (5 times continuous) sounded when the 1001 occurred. The motor controller board and the power management board will need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, power management board, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A philips service engineer (se) evaluated the device and reported that a, "check vent: ovp circuit failed" (diagnostic code 1124), check vent: 12v supply failed" (diagnostic code 1119), and check vent: 12 v supply failed (diagnostic code 1001) were confirmed. The se noted that the occurrences were found in the event log. The se replaced the data acquisition board, and the phenomenon was resolved.

Manufacturer narrative:
The suspected data acquisition (da) board was returned to philips for evaluation. The suspect da board was installed into known good flow sensor assembly (fsa) of a test ventilator. Product investigation lab (pil) tech verified error 1001 displaying on test vent screen immediately at the start up and 1001, 1119, 1127 diagnostic codes in the log taken at pil after booting up of test vent. The technician was able to duplicate the 12v supply failure from the service. Pil determined that the u15 on suspect data acquisition printed circuit assembly (pca) is faulty. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.